Event description:
The customer reported an erroneous troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access 2 immunoassay system. An erroneous troponin I result of 0.06 ng/ml was obtained and released out of the laboratory. The physician questioned the result, and the patient was admitted to the hospital. There has been no report of current patient outcome to date. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) reviewed the history of the instrument and noted maintenance was performed on (B)(4) 2012 and system check had failed two times. The customer had system errors on the printing data and thought system check had passed. Falsely elevated troponin I result was obtained with a failed system check. The customer noted the system error and performed maintenance and system check passed. Calibration and quality control (qc) passed within specifications. The fse discussed sample processing and system check evaluation with the customer and performed a preventive maintenance major (pm) per procedure with the following system modifications: reagent carousel cover replacement, thermal hardware, incubator belt and peristaltic pump cassette replacement. Service activity performed was verified and met the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications. Quality control (qc) is performed daily and recovery had been within the laboratory's acceptable range prior to and after patient sample analyses. There were no system errors in the event log during sample analysis. The laboratory temperature had been at room temperature except for on the day of the event, which was approximately at 80 degrees fahrenheit. The customer indicated there were no quality issues with any of the questioned patient samples. Samples were plasma, collected in 4 ml tubes and analyzed in insert cups. Samples were centrifuged at 5,600 rpm (revolutions per minute) for five minutes, at room temperature. This medwatch report is related to MDR 2122870-2012-01863.